Manufacturer narrative:
The even unit is not anticipated to be returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: descending thoracic aorta to bilateral femoral bypass. Event description: I am from [hospital] in (B)(6). One of our surgeons really likes the aortic stealth clamps, however the clamp inserts are quite slippery and have actually come off the aorta a few different times. Do you have a more 'sticky' insert that will not slide off of the aorta? He is using them correctly. Are other hospitals reporting this problem? He has unfortunately, stopped using them as he cannot risk them sliding during the procedure. Three device malfunctions occurred during three different procedures. The same doctor experienced the issue three times. It happened a couple of times, the rubber doesn't grip the tissue the whole clamp falls off the aorta. The type of insert typically used is stealth insert. There was no separation of the insert pad from the base. Additional information provided by [name] on (B)(6) 2026 by email: I have the reference number for the stealth inserts, and it is a0a13. Are other facilities having these same issues? It is almost like the rubber is too slippery to grip the aorta adequately. We used a different clamp to resolve the case. Each time, it has been slipping off the aorta during the procedure. This causes blood flow and obstruction of view. The most recent was (B)(6) 2026. The other 2 events I did not keep track of dates. Descending thoracic aorta to bilateral femoral bypass. No other devices used. Unsure of lot number. Model is a0a13. No, the product is not available for return. Intervention: we used a different clamp. Patient status: patient is doing well.